Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 77cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that catheter detachment occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, prior to insertion, the wire snapped in half while attempting to thread wire into the patient. The device was removed from the patient's body with no adverse effect and the procedure was completed wih another of same device. No patient complications reported.

Event description:
It was reported that catheter detachment occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, prior to insertion, the wire snapped in half while attempting to thread wire into the patient. The device was removed from the patient's body with no adverse effect and the procedure was completed with another of same device. No patient complications reported.